Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein one lead was explanted and replaced. The second lead was left in its current position. Effective therapy was established post operatively.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostic testing reveal the lead had migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000157056. During processing of this complaint, attempts were made to obtain patient information.